Event description:
The account reported hat the patient¿s right heart failure did not exist prior to implant, but the device did not contribute to this event. The patient had a history of arrhythmia and their ICD was implanted prior to vad. The patient¿s symptoms included volume overload and peripheral edema. It was reported they were alive and remained implanted with the hm3.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, cardiac arrhythmia, and patient condition could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on IV milrinone prior to left ventricular assist device (lvad) implant on (B)(6) 2021. On (B)(6) 2021 the patient was placed back on IV milrinone for post operative right ventricular failure. The patient remained on milrinone for 14 days post implant. On (B)(6) 2021 the patient was experiencing sustained ventricular tachycardia (vt) for 15 minutes, with rates in the 120-140 range. An amiodarone bolus was given, and then amiodarone drip was started. The patient's blood pressure was stable in the 70's and flows were in the 5's. The patient's pulsitility index dropped to 1.5. Electrophysiology adjusted the patient's implantable cardioverter defibrillator (ICD) settings and turned tachytherapies on. The patient experienced two additional episodes of vt afterwards. One of the episodes was self converted and the second episode caused the ICD to fire. An amiodarone drip was started at 1 mg/hour. Lidocaine was started on (B)(6) 2021 at 2 gm/hour after multiple episodes of vt the night before. The patient received a total of 1000 ml of IV fluid. The patient was considered to be in ongoing/stable condition.